Event description:
It was reported that, the patient had revision surgery of revive stem with pyrocarbon head. It was a conversion to reverse after recurrent dislocations. Items were intact and removed safely. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.